Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that insulin was shooting out of the insulin pump because the drive support cap was loose. The drive support cap was also sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/slanted drive support disk. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, and a crack on the display window.